Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. At the end of the procedure, the catheters were being removed when a decrease in the patient's blood pressure was noted. An echocardiogram was done which diagnosed a pericardial effusion around the roof of the left atrium. A pericardiocentesis was performed and approximately 1l was drained to stabilize the patient. The patient then underwent surgery to repair the perforation. The physician states the devices are not the cause of the effusion. The physician believes too much ablation was done on a specific location leading to the effusion. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
This report includes updated device information.